Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no known impact to the customer's blood glucose (bg) level. During troubleshooting the infusion set performed as intended, the customer declined further troubleshooting the issue. The customer declined removing their site to inspect the cannula.